Event description:
It was reported that an ilet user experienced elevated blood glucose after dinner, with a reading of 196 mg/dl trending upward following an occlusion alert at the time of the meal announcement; insulin delivery was resumed and later tubing was tested with visible drops, after which delivery continued and glucose trended down to 180 mg/dl. Symptoms included hyperglycemia with no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and characterized the event as lack of effect, with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.